Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported from (B)(6) medical center that a cart was not registering fluid. On (B)(6) 2018, the service technician for (B)(4) was at (B)(6) medical center and found that cylinder 2 would not show any fluid level. The technician replaced the level sensor and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Upon the returned parts evaluation, the level sensor was found to be a three wire, old firmware style. The root cause for the unit not registering fluid was due to a malfunctioning level sensor. When the level sensor is not functioning, the unit will not drain as intended. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensor was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the ultraflex duo high fluid cart was not registering fluid.no adverse events were reported as a result of this malfunction.